Manufacturer narrative:
No timeouts or drive stalls were seen in the device data. Inspection of the soft cannula found damage and a leak in the external portion, but the cannula was not observed to be kinked. Inspection of the adhesive pad and adhesive welds found no issues that would cause a failure to adhere. The cause of the reported failure to adhere could not be determined. Blood was observed on the adhesive pad. Inspection of the formed needle found no issues that would contribute to bleeding. The cause of the bleeding could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 360 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the arm. For treatment, the patient changed out the pod for a new pod and gave some insulin.